Event description:
It was reported that during implant, there was difficulty positioning the ventricular lead due to muscle stimulation. After several positioning attempts, the helix would no longer move smoothly and could not retract or extend. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. (B)(4)